Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted rectal resection procedure on (B)(6) 2025 when it was reported, "during a da vinci rectal procedure, the tip of the port broke and fell into the body. The broken part has since been retrieved from the body.¿ the procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Manufacturer narrative:
An examination of the returned used device ias12-100lpi found that the tip of the ribbed cannula broke off. The broken piece was returned for evaluation. Root cause cannot be determined, however, based upon evaluation; a possible cause of this event could be excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi 12 mm access port & palm grip obt w/bladeless optical tip device, was being used during a robot-assisted rectal resection procedure on (B)(6) 2025 when it was reported, ¿during a da vinci rectal procedure, the tip of the port broke and fell into the body. The broken part has since been retrieved from the body.¿. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.